Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What date did the patient present with swelling (# of post-op days)? When was the patient brought back to or (date/post-op days)? Was there any precipitating stress factor for the wound dehiscence? What tissue dehisced? What was the appearance of stratafix suture during re-operation? Did the barbed suture break? If yes, where (termination, middle, end)? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient¿s current status? Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ug/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a right total knee replacement procedure on (B)(6) 2020 and the barbed suture was used. Post-op, the patient developed swelling around the incision. Patient was brought back to the or where it the internal incision was found to be dehisced. The dehiscence was inside the knee, not on the outer skin. Other suture was used to re-close the inner incision. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/04/2021. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? 60 year old male, average weight. In shape with low bmi. Original surgery date: (B)(6) 2020. On what tissue was the suture used? Knee capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? - they use two symmetric suture #1 size on the side each end of apex. They meet in the middle and cross each other and go back two throws. All while in flexion. Were two reverse stitches performed across the incision prior to closure? Yes. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? No. What date did the patient present with swelling (# of post-op days)? Unknown but approximately 2 weeks prior to second surgery. When was the patient brought back to or (date/post-op days) (B)(6) 2021. Was there any precipitating stress factor for the wound dehiscence? No. What tissue dehisced? Knee capsule. What was the appearance of stratafix suture during re-operation? Normal intact as always. Did the barbed suture break? If yes, where (termination, middle, end)? At the time of second surgery, it was reported that it was a few pieces showing. Other relevant patient factors/comorbidities/concomitant medications? None. What is physician¿s opinion as to the etiology of or contributing factors to these events? - stratafix symmetric approved for high tension areas such as fascia. This particular case - two of the sxpp1a400 18cm were used. What is the patient¿s current status? Still healing with newly closed ethibond. Interrupted closure in the revision. The following information was requested, but unavailable: product lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01587 ( 1st suture) and 2210968-2021-01997 ( 2nd suture) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.